Manufacturer narrative:
The customer's biomedical engineer was able to duplicate the reported problem. The gas delivery system was replaced to address the fault. (B)(4).

Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).